Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration cannot be performed in ultrasound (us) mode during surgery. The procedure was completed on same day by replacing it with the same product. There was patient contact but no impact to the patient.